Event description:
The patient died at home almost a year after having a stent placed in the left internal carotid artery. The cause of death is unknown. A female patient was consented to the study. The index procedure was completed in 2007, and patient was asymptomatic. The target lesion location was the ostium of the left internal carotid artery. There was no occlusion in the contralateral carotid. Target lesion diameter stenosis was 90%. Geometry of the lesion is eccentric. Lesion calcification was described as moderate and concentric. Tortuosity by visual inspection was mild. An angioguard protection device was used successfully with no technical problems. Pre-dilatation of the lesion was performed. A precise stent was implanted for treatment of target lesion. There was no malfunction with the stent. The final target lesion percent diameter stenosis was 10%. There was no debris found in the basket upon retrieval of the angioguard device. The procedure was completed. The patient left the angio suite neurologically intact. The patient was discharged in the next day with clopidogrel and aspirin directed. The patient expired in 2008. The patient died at home. The cause of death is unknown. The patient had not suffered any sudden adverse events and was doing fine at her 30 day follow-up visit. It is unknown if any autopsy was performed. The event was evaluated and determined to be unrelated to the cordis product, and unrelated to the index procedure.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.